Event description:
It was reported that the right ventricular (rv) lead had gradually increasing and high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported that alerts triggered and the rv lead had oversensing, noise, no capture, and a potential fracture. The rv lead also continued to have high pacing impedance. The rv lead was explanted and replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the patient experienced pain, suffering, anxiety and distress.